Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening crack and opening linear on anterior leak test and microscopic analysis was performed which identified: opening crease smooth on anterior, opening crack, wear abrasion and yellow particles inner device. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. A cracked valve seat diaphragm valve. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b6,d4,d9,h3,h4,h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.